Event description:
During a ligation procedure for esophageal varices, a cook 6 shooter saeed multi-band ligator was used. The string broke after two bands were deployed. Another device of the same type was used to complete the procedure. Other than the previously deployed bands, a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If extreme pressure was applied to the handle in response to resistance this could contribute to trigger cord breakage. The instructions for use states: it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulties or damage to the trigger cord. The instructions for use states: use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure. Prior to distribution, all (B)(4) shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.